Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check cs100 intra-aortic balloon pump (iabp) showing no zero error. Unable to zeroing the pressure tranducer with reference to atmospheric pressure. There was no patient involvement.

Manufacturer narrative:
Updated: b4, e1 (event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the machine is displaying an error message "no zero". Customer unable to zeroing the pressure transducer with reference to atmospheric pressure. Checked the device and observed the mentioned error. Connect the trainer and observed all measurements are showing on the screen. Crosschecked the true wave if cable provided by the customer and found same was gone defective. Replaced the same with new one provided by the customer and resolved the issue.